Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The issue was resolved by the time of the call therefore no troubleshooting could be performed, customer changed infusion set and continued insulin therapy. Customer's blood glucose level was 251-253 mg/dl.